Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issues were reproduced. Evaluation observed all four (4) mechanism screws to be loose. A processor printed circuit board (pcb) flash test was performed and found the total erase time to be out of range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the conditions were determined to be a loose mechanism and the processor pcb. The mechanism will require re-installation and the processor pcb will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door and had a delayed keypad response. No additional information is available.